Event description:
Since the product was placed in 2007, the patient has suffered from an infected dialysis catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.